Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. The cm stated the leak occurred approximately three hours into the patient¿s treatment. Drops of blood were noted on the floor beneath the dialyzer, and the leak was traced to the header of the dialyzer. No obvious damage was identified on the dialyzer. The cm could not provide more detailed information about the leak location; they were relaying the information as it was provided to them. Per the cm, the blood leak was also visible in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used for the treatment. Two blood test strips were used to test for the presence of blood, and they both tested positive. After the blood leak was identified, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 350 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. Following the completion of treatment, the 2008t machine was pulled from service for evaluation. Additional follow up was performed with the biomedical technician (biomed) at the facility. The biomed stated the machine was bleached, and the blood leak detector was calibrated. The machine subsequently passed all tests in dialysis mode. The voltages were stable and within range, and there were no alarms or errors during testing. The machine was then put through a heat disinfect and returned to service. The dialyzer in use was reported to be available for a manufacturer evaluation.